Event description:
An intra-aortic balloon pump was alarming "volume loss" following approx twenty four hrs of counterpulsation. The pt was transferred to another intra-aortic balloon pump. No pt complications were involved. The bio-med dept at the user facility evaluated the balloon pump. A leak was noted in the frot dome of the dome assembly. The dome assembly was repaired and the pump was placed back into svc. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm.